Event description:
It was reported that the patient had the pump replaced because of symptoms that required admission to the intensive care unit. Specific symptoms were not reported but a pump malfunction was suspected. It was noted that the trouble shooting team could not determine if anything was wrong with the pump or catheter and replaced the pump; the catheter was not replaced. The physician reported: "all testing included withdrawal of csf from access port, bolus dosing, checking volume of residual did not reveal any problems." It was also noted that there were no warnings on the pump programmer to indicate any problems. The concentration and daily dose of baclofen being delivered via pump were not reported. The patient outcome was reported as: "patient doing ok now."